Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx2331 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking at a tear about 2 cm below the wings on the PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 5 fr triple lumen powerpicc provena solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample, and the 0 cm depth marker was observed to be worn and faded. Each lumen of the returned sample was flushed and pressurized and a spraying leak was observed in the catheter just distal to the 1 cm depth marker when the red lumen was infused. A microscopic observation revealed multiple small, longitudinal splits in the catheter between the 0 cm and 2 cm depth markers. These splits were observed to be separate from each other but clustered together at two locations about 1 cm apart. The splits were observed to be straight with clean edges and granular fracture surfaces. A kink was observed in the catheter just distal to the 3 cm depth marker. The features of the observed splits suggest the catheter was possibly damaged due to prolonged circumferential compression at or near the dressing/catheter securement site. However, the exact cause of the damage observed in the returned catheter could not be determined. A lot history review (lhr) of recx2331 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking at a tear about 2 cm below the wings on the PICC. No other information was provided.